Event description:
A complaint was received from a customer that stated when they used excel off brand regent strips they received erratic results. Examples were 163 mg/dl and two hours later 290 mg/dl and then an hour later 403 mg/dl. During this period no additional food was ingested. In addition, the customer did not have symptoms of high blood sugar during these readings. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was informed that bayer does not provide or support the use of an off brand reagent. The customer understood this but then stated that they received the same results at the same time with bayer reagent. The customer was not feeling well to continue the evaluation. Additional customer contact will be made.